Event description:
It was reported that the patient had bacteremia. The organism was identified as enterococcus. The patient's device and lead were removed. The patient was provided antibiotics and wore a lifevest. A new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 694758, implantable tachy lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient had bacteremia. The organism was identified as enterococcus. The patient's device and lead were removed. The patient was provided antibiotics and wore a lifevest. A new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.